Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the stimulation had always worked well until about a month ago. There was no issue with the battery draining; it only went down about 10 percent after 3-4 days and could charge in about 5 minutes. They said they would get the equipment to check if stimulation was on and to call back. In the meantime they called the manufacturing representative (rep) and according to the recharger, stim was off. The patient was going to find mystim and put batteries back in it to turn therapy on. They said if they had any issues they would call back. No patient symptoms or further complications were reported as a result of this event.